Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the door winch. The imaging system then passed the system checkout and was found to be fully functional. The door winch has been returned to the manufacturer, however analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while the gantry was around the patient, the gantry would not open. A manufacturer representative who was on site was able to troubleshoot, however was unable to open the gantry. While on the phone with the manufacturer representative the site radiologic technologist (rt) put too much pressure on the manual door open winch and snapped one of the cable guides off and bent the shaft on the winch. The site proceeded with the case. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.